Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. A device history record (DHR) review was performed and revealed no manufacturing non-conformances that could have caused the events. The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. The IFU cautions to not overinflate the deployment balloon, as this may prevent proper valve leaflet coaptation and thus impact valve functionality. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the ¿void¿ and subsequent paravalvular regurgitation cannot be confirmed, however, it is likely that procedural factors mentioned above might have contributed to the event. The central regurgitation was likely caused by the post dilatation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral (26mm sapien 3 in a 25mm non-edwards valve) tvr procedure in the rvot position, post valve deployment, a void between the valves was observed and it became necessary to post dilate the 26mm sapien 3. Post op echo showed moderate central ai. The decision was made to deploy a second valve. A second 26mm sapien 3 valve was placed within the first sapien 3 valve. Repeat echo showed the central ai reduced to none.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.